Manufacturer narrative:
The customer reported that they could not acquire chest ECG leads. The ECG leads were replaced to resolve the issue. Philips further evaluated the device, but could not verify the reported symptom. The involved ECG leads and cable were not sent in for evaluation. The customer has not called back regarding this issue with this device. Based solely on the customer report, we are considering this a malfunction of the ECG lead set.

Event description:
The customer reported that they could not acquire chest ECG leads.